Event description:
It was reported that the pump repeatedly beeped with an alert indicating ¿complete fill tubing,¿ and the agent guided the ilet user to confirm the presence of drops during the fill step, which cleared the alarm; the event involved user-related supply change steps for the infusion set and cartridge, and the device problem was characterized as a use-of-device issue with no specific component implicated. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found and that the event was consistent with a use-of-device problem consistent with incorrect supply change steps. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.